Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there are spots of ink on the display window. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, minor scratches on lcd window, missing end cap sticker, bleeding lcd glass and no missing segments noted.